Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1.5 ml of air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The operations quality engineer was notified, and a non-conformances (nc) was initiated for this issue. The nc will contain the root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band was placed on patient in the cath lab after a procedure. Before leaving the lab, the patient was noted to be bleeding from the radial access site under the tr band. At this time, 2ml of air were added to the band and the patient was sent to the recovery unit. The patient did not rebleed again, but when the recovery nurse tried to remove more air later, the band was noted to not have any more air remaining in it. When they tried to put more air back into the band, the patient noted that they could feel it deflating. At this time, the band was removed, and the site was dressed. No harm came to the patient because of this episode. The estimated blood loss less than 250cc. Patient condition was stable. The procedure outcome was good. The patient was not injured, medical or surgical intervention was not required. Additional information was received on 01 jun 2023: 18ml, of air injected initially into the tr band when it was applied, then titrated per placement protocol. Terumo glidesheath slender kit was used at access site. Within 5 to 10 minutes was when the initial air loss was noted. The nurse stated this occurred before the patient left the lab to go to recovery. Hemostasis was achieved by the tr band. There was no noticeable damage to the device. The tr-band was stored by the facility in the original box, inside a cabinet in the lab.